Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. A correlation between the device and the reported event could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a 3 month follow-up echocardiogram showed the presence of thrombus on the aortic side of the aortic valve. A 6 month follow-up echocardiogram no longer showed the presence of thrombus at the site, however, apical left ventricular thrombus was observed. No medication changes were made at either follow-up visit and the patient was not re-admitted due to the events. No further information was provided.